Event description:
It was reported that per physician general comments" the taxus express stent delivery balloon gets stuck when trying to pull it back post- deployment in an artery with a bend." The physician feels that a "non-bsc device is much better."

Manufacturer narrative:
(B)(4) - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)